Manufacturer narrative:
No issues were found in the drive mechanism of the device that would cause a failure to deliver insulin. No abnormalities were observed in the pod download data. The pod was received with the formed needle protruding out through exposed soft cannula. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. There was evidence of blood on the adhesive pad, notable near the bottom housing window. The exposed formed needle contributed to the reported bleeding at the pod infusion site. During fluid path test, fluid did not pass freely through the complete fluid path because of the blockage in the formed needle. It could not be determined when this blockage occurred. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 316 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was applied. The patient's blood glucose history is as follows: (B)(6).